Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device provided inappropriate shock therapy due to atrial fibrillation (af) with rapid ventricular response (rvr). The healthcare provider (hcp) noted that this has happened a few times for this patient and asked about ways to prevent therapy based on the latest episode. Boston scientific technical services (ts) discussed potential device reprogramming options and the hcp indicated they will talk to the physician. The device remains in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device provided inappropriate shock therapy due to atrial fibrillation (af) with rapid ventricular response (rvr). The healthcare provider (hcp) noted that this has happened a few times for this patient and asked about ways to prevent therapy based on the latest episode. Boston scientific technical services (ts) discussed potential device reprogramming options and the hcp indicated they will talk to the physician. The device remains in-service. No additional adverse patient effects were reported. Additional information was received that this patient again received inappropriate shock therapy due to af with rvr across two more recently stored episodes. Anti-tachycardia pacing (atp) therapy was also provided in these two episodes. Ts described to the hcp why the device provided therapy in the two episodes and noted in both cases the device operated as programmed. Ts provided guidance that since the ventricular rates are getting so fast, they may want to consider increasing the rate for the programmed device therapy zone. The hcp indicated they will discuss this with the physician. The device remains in-service. No additional adverse patient effects were reported.